Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, results of third-party testing and the device evaluation. Despite good faith attempts, the user culture results and cleaning, disinfection and sterilization (cds) processes were not shared. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: no detection. Bacterial identification: n/a. Sampling from: biopsy channel (ch) /suction ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: a/w-ch. Cfu: 2cfu. Bacterial identification: staphylococcus capitis bacillus species. Sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: no growth. Bacterial identification: n/a. Sampling from: biopsy ch/suction ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: a/w-ch. Cfu: 0cfu. Bacterial identification: n/a. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.